Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found clenz residue on the main diluent module that came from tubing to pinch valve pv37. The tubing through pinch valve pv37 was replaced to resolve the leak. The fse then cleaned the peltier module cable to remove residue and performed a system test as well as startup to verify no further temperature errors. The instrument was able to run without leaks or temperature errors. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from above the peltier module of a coulter lh 500 hematology analyzer. The volume of the leak was 10 ml and was not contained within the instrument. The customer also reported the instrument generated "ambient/lyse temperature" errors. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.